Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service territory manager (stm) handled the call over the phone with the customer. The stm confirmed the alleged malfunction was due to user error. The customer was not using the catheter extender which was causing the cs300 to produce an autofill error. The stm advised the customer to add the extender which he did and was then able to due an autofill without error. No parts were replaced.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had an autofill failure occur. It is unknown under what circumstance this event occurred. However, no patient involvement or adverse event was reported.